Event description:
Customer is a new product user. They received the product and the next day lost consciousness and was hospitalized. Customer tested three times in the 24 hours prior to the event with results of 66, 54, and 63 mg/dl. Eact times for the readings, food ingested, and what treatment occurred during the same time period was not provided by the customer. Customer completed testing on the fingers. Customer was unable to describe treatment as they were unconscious. Customer indicated the same type event happened twice but details for the second event were not available.